Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because the prosthesis was not working properly, and the patient felt pain when trying to inflate the prosthesis. The patient also stated the cylinders did not fill enough to allow for proper erection and penetration. A new device was implanted. There were no patient complications reported.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted because the prosthesis was not working properly, and the patient felt pain when trying to inflate the prosthesis. The patient also stated the cylinders did not fill enough to allow for proper erection and penetration. A new device was implanted. There were no patient complications reported.